Event description:
The customer contacted physio-control to report that their device had a service indicator and logged a critical event code which would effect defibrillation energy delivery. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer has advised physio-control that they are likely not going to pursue repairing the device due to the costs associated and the age of the device. The customer has not returned the device to physio-control for evaluation. The cause of the reported failure could not be determined.